Event description:
During servicing of a (B)(6) male patient's monitor, which was returned for an unrelated issue, a reportable problem was found. The front response button was defective. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is a defective switch at the front response button. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.